Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the cassette and into the cycler. The leak was noticed after treatment. Pt had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.